Manufacturer narrative:
Block e1: initial reporter's address is (B)(6); reported here as the initial reporter address exceeded the character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of four jagwires used in the same patient and procedure. It was reported to boston scientific corporation that a jagwire was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while advancing the guidewire into the common bile duct, peeling occurred on the black part of the hydrophilic tip. The same problem occurred with the other three jagwires. Due to this problem, the procedure had to be terminated. There were no patient complications reported as a result of this event.